Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 49 mg/dl. Customer other blood glucose value was 107 mg/dl and 116 mg/dl. Customer was used auto mode and auto basal that make customer low. Customer was declined troubleshooting for low blood glucose. The customer was treated with food. The device will not be returned for analysis.